Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported experiencing high blood glucose over 600 mg/dl, for which he administered a correction dosage with a syringe. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles observed and insulin exited during a manual prime. Settings and programming appeared accurate. The infusion set cannula was not bent. The bolus history accurately displayed entries. The high pressure test was performed to ensure the device could detect an occlusion and the insulin pump passed. It was advised to change the entire set, reservoir, insulin, and to monitor blood glucose and go to the hospital if it continued to rise. The insulin pump will not be returned for analysis at this time.